Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by the orthopaedic journal of sports medic titled ¿comparison of locking-loop suture bridge repair and single-row suture anchor repair in small to medium rotator cuff tears¿. The study reviewed thirty-nine (39) patients who underwent shoulder procedures using arthrex swivelock to treat rotator cuff lesions. One (1) patient developed superficial stitch abscesses during the twenty-four (24) month follow-up period. Ref: wang, y. C., et al. (2023). "Comparison of locking-loop suture bridge repair and single-row suture anchor repair in small to medium rotator cuff tears: a prospective cohort study with clinical and ultrasound evaluations." Orthop j sports med 11(1): 23259671221142242.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.